Event description:
It was reported that (1) device was used during a pph (procedure for prolapse & hemorrhoids). It was reported by the affiliate that the hcs33 circular stapler was fired by the surgeon. It fired but did not deploy staples fully, as some where left in the stapler. Another hcs33 instrument was used to complete the case. There was no consequence to the pt.